Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: dtba2d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a superior vena cava (svc) coil alert triggered for what was noted as high impedance, and suspected fracture of the lead. In addition, during use of the cardiac resynchronization therapy defibrillator (crt-d) there were episodes that seem to be oversensing due to electromagnetic interference (emi). It was also speculated that there may have been a situation such as an electric shock, and that the impedance was measured when there was an electric shock andan abnormal value appeared at that time. The rv lead and crt-d settings were re-programmed and the product remains in use. No further patient complications have been reported as a result of this event.